Event description:
C-cc-cd - component dimensions (component fit or alignment); it was reported that the proximal electrode was out of alignment. Possible lot numbers are 58603627 and 58580688. Follow up indicated that it was unknown what the customer was going to use to introduce the catheter. It was reported that the device may have a manufacturing defect, and the defect was observed after opening the package before use.

Manufacturer narrative:
Two lot numbers were provided, expiration for both devices are the same (09/01/2010); however, manufacture date is different - 58580688, 09/17/2008; 58603627, 10/23/2009. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Customer report was confirmed. The catheter was received out of package. The proximal electrode was found to have slipped distal on the catheter tip. Continuity testing found no abnormalities; both proximal and distal pacing circuits were found to be continuous. The balloon inflated clear and concentric and did not leak. The catheter does not appear to have been used, there is sign of dried blood on the balloon windings.